Event description:
On (B)(6) 2011, pt reported that he received e4 occlusion errors on the infusion device while he was using the infusion sets. When pt removed the headsets, he noticed the cannulas were bent. This was an intermittent issue and did not affect his blood glucose levels. There were no issues with the preparation, insertion, or removal of the infusion sets. There was insulin leakage at his infusion sites when the cannulas were bent. Pt reported the headsets did not always stick well. Insertion device was used to insert the headsets. No product will be returned for eval. Pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for eval.